Event description:
It was reported the patient had surgery this past friday to redo the leads since they were not working. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was that the leads moved. It was noted that surgical intervention had occurred and it was a replacement. It was further noted that reprogramming occurred on 2013-(B)(6). It was noted ¿scs in belly¿ and that the programming was no help. It was noted that the patient did not require hospitalization as a result of the event. It was further noted that the patient outcome was no injury.